Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 239 mg/dl at the time of incident and was treated with manual injection. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was down to her last infusion set and the blood glucose was high earlier so they suspected that the cannula was bent and may prompt the customer to change infusion set. The customer reported that the insulin exited at the quick release. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.